Event description:
Boston scientific was notified that during an event the matrix ultrasoft-sr coil broke at withdrawal without being stretched. Two retriever-10s were used without success, 1 more retriever was used but still without success. The coil finally migrated into the sylvian artery. The pt was checked by an MRI and is ok now. The problem occurred when the physician tried to withdraw the coil (too long), in order to put another one (shorter), the last one. There were no difficult maneuvers. The device was flushed before use. Six other coils were placed without any problem. The pt is under anticoagulant and being monitored by CT scan and MRI everyday, to avoid an ischemia.